Event description:
It was reported that when an asymptomatic patient presented in the clinic for a routine evaluation, upon device interrogation, device was unable to be interrogated. Multiple programmers, wands and ways were used. Patient reported no MRI scans or surgeries and patient had no shocks. Patient has other medical conditions and therefore physician did not want to do a device replacement. No further information available.